Event description:
It was reported that a (B)(6) female who underwent an unknown (B)(6) surgery with a (B)(6)experienced (B)(6) on the right, and unknown grade on the left side post procedure. The issue was diagnosed in the doctor¿s office. As a result, patient underwent (B)(6) replacements as follow: l/ cat#: 3506504bc sn#; (B)(4) on (B)(6), 2021. This report relates to the left (B)(6).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cap con unknown grade manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 525cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 7382021 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).